Event description:
Patient was revised because the femoral component fractured across the medial condyle. Bone cement bonded to the broken piece, but debonded from the rest of the femoral component. Competitor cement was used at the time of original implantation. It was reported that the patient was non-compliant and did a lot of jumping around.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned for evaluation; however, supplied photographs confirmed the reported fracture. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. The investigation could not draw any conclusions about the root cause of the device fracture based on the provided information. The initial reporting suggests patient post-operative non-compliance was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.